Manufacturer narrative:
(B)(4). Batch # n5314g. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of the month that the complaint was reported. Batch # n54v7h. Additional information was requested, and the following was received: did any pieces fall into the patient? No, it was in surgeon hand. Could you please clarify "reloads used only half"? Was the device partially fired? Reload used half only. How was the procedure completed? Then they use other ntlc and reloads to complete the procedure. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a device, a package of a sr75 reload, lot # t4017l with expiration date 12/31/2023 and one box of a ntlc75 device. The device is disassembled and with no reload loaded. The firing knob can be seen detached of device and with the slip block advanced until end of channel. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bowel procedure, when the doctor was using the ntlc on open surgery and while using ntlc he used one reload and when he was using the 2nd reload, the firing knob has break from ntlc and reloads used only half. Then he has use new reloads with our exciting ntlc. No tissue damage to patient with our product. Doctor is our existing product user, and, in this surgery, he was using new ntlc. There was no delay to surgery. The surgery was complete successfully. There was no other medical intervention. There were no patient consequences.